Manufacturer narrative:
The investigation into the product damage (cannula kink) has been completed. The device was returned for benchtop investigation. Based on the clinical information provided, the pump was kinked following a smooth insertion. It was reported that the small patient had a right aortic arch. The returned product was visually inspected, and the cannula kink was confirmed just below the outlet cage. The cause of the cannula kink was use related due to difficult navigation of the aortic arch which likely required excessive force.

Event description:
The user facility reported an 87-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The impella pump kinked just below the outlet. Patient is a small person. Insertion was smooth. Physician is an experienced impella user with excellent skills. The pump was replaced. No patient harm or injury was noted.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.